Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported that the device was not powering up, even with replacing battery. The issue was not related to physical damage. The event occurred during startup. There was no patient involvement, no human harm, and no delay in therapy. Upon investigation there was a burnt component found on the main power supply.

Manufacturer narrative:
On 05/28/2024 confirmed customer¿s complaint that the device does not power on in alternate current (ac) or direct current (dc) power mode. Device does not power on in dc power mode. Plugged device into ac power device does not power on in ac power mode. Replaced the main chassis. Device now powers on in ac and dc power mode. Probable cause is physical damage not consistent with normal wear and tear. During inspection found the front enclosure, rear enclosure, ac power cord, peripheral cover, mechanism chassis, fluid shield, cassette door, rear plate assembly, and cassette door lever arm to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, ac power cord, peripheral cover, mechanism chassis, fluid shield, cassette door, rear plate assembly, and cassette door lever arm. Probable cause is physical damage not consistent with normal wear and tear. During inspection found contamination on the mechanism driver board pwa, app pwa, and pressure detector sensor. Verified discrepancies through visual inspection. Replaced the mech driver board pwa, app pwa and pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Device passed self-test with no error alarms. During inspection found a burn component on the main power supply verified discrepancy through visual inspection. Replaced the main power supply. Probable cause is burnt component on the power supply. Device was received with non-ICU medical battery. Verified discrepancy through visual inspection. Replaced the battery and pressed change battery softkey. Probable cause incorrect battery installed. Non-ICU medical battery installed.